Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having issues with her sensor. Customer stated she changed sensor and got calibration errors and showing low then went to threshold suspend. Customer woke up over 300 mg/dl and sensor glucose reading was 60 mg/dl. Customer declined to do troubleshooting. No further information provided.